Event description:
The reporter that the pump had no power. He stated that when he replaced the battery several times and used a lithium battery, the pump would vibrate and the screen was blank. He denied damage to the pump or that the pump was exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the loss of power issue. The pump was returned without the battery cap. A new test battery cap was able to completely tighten with no visible yellow o ring showing. The pump was exercised for 24 hours with test battery cap, no power issues occurred during testing. Pump cover was removed; no evidence of moisture or evidence of damage to battery flex or power circuit was observed. Pump boots to verify screen with audible and vibratory alarms. No power issues were observed in the black box. A crack was observed in the battery compartment at the case seal. .

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.